Event description:
It was reported that the spring tip of the ce0340st (a4f02) syntel embolectomy catheter broke off during use. The surgeon reported that the catheter could not be removed and after he pulled on the catheter it was removed without the tip. The artery was opened and the tip located and retrieved. The spring tip was found to be completely unwound. No further pt injury or complication was reported.